Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient experienced peritonitis and a migration of their pd catheter (not a fresenius product). Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported that the patient presented to the emergency department (ed) on (B)(6) 2022 following the inability to drain during continuous cyclic pd (ccpd) therapy on the liberty select cycler at home. Fibrin was found in the patient¿s pd catheter, and it was able to be flushed in the ed. Medical imaging taken in the ed found their pd catheter in malposition. The patient was not hospitalized for this event and advised to follow up with their outpatient clinic. The patient then presented to the outpatient clinic on (B)(6) 2022 with cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained in the outpatient clinic presented with no growth in the culture and a wbc count of 100/mm3 with 50% polymorphonuclear leukocytes. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the root cause was potentially non-adherence to aseptic technique during ccpd therapy on the liberty select cycler at home as the patient has been historically noncompliant to clinical recommendations for pd therapy. Despite these claims, it could not be confirmed that non-adherence to aseptic technique during ccpd therapy was the root cause of this infection. The patient was not hospitalized for this event. They were prescribed intraperitoneal (ip) vancomycin at 2000 mg every five days for two weeks and ip ceftazidime at 2000 mg every day for two weeks. The patient is recovering from this event, but it was unknown if they became asymptomatic. The patient was scheduled for a consult with their surgeon concerning the malposition of their pd catheter but opted to transition to hemodialysis (hd) for renal replacement therapy through an existing arteriovenous access prior to consultation. It was reported the patient had pd catheter issues (unrelated to cycler use) since starting pd and decided in-center hd therapy was a better choice for them. It was confirmed, though the exact cause of these events remains unknown, the patient¿s peritonitis, the malposition of their pd catheter and the associated ed visit were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis following these events with no plan to return to pd therapy.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis. It is well established pd patients are at high risk for infections of the peritoneum. The root cause of the patient¿s peritonitis cannot be determined; however, it was confirmed this adverse event was not due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Though peritoneal effluent fluid cultures presented no growth, an initial increase in effluent wbcs with responsiveness to antibiotic therapy and a decrease in symptoms provide evidence of a resolving peritonitis infection. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient experienced peritonitis and a migration of their pd catheter (not a fresenius product). Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported that the patient presented to the emergency department (ed) on (B)(6) 2022 following the inability to drain during continuous cyclic pd (ccpd) therapy on the liberty select cycler at home. Fibrin was found in the patient¿s pd catheter, and it was able to be flushed in the ed. Medical imaging taken in the ed found their pd catheter in malposition. The patient was not hospitalized for this event and advised to follow up with their outpatient clinic. The patient then presented to the outpatient clinic on (B)(6) 2022 with cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained in the outpatient clinic presented with no growth in the culture and a wbc count of 100/mm3 with 50% polymorphonuclear leukocytes. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the root cause was potentially non-adherence to aseptic technique during ccpd therapy on the liberty select cycler at home as the patient has been historically noncompliant to clinical recommendations for pd therapy. Despite these claims, it could not be confirmed that non-adherence to aseptic technique during ccpd therapy was the root cause of this infection. The patient was not hospitalized for this event. They were prescribed intraperitoneal (ip) vancomycin at 2000 mg every five days for two weeks and ip ceftazidime at 2000 mg every day for two weeks. The patient is recovering from this event, but it was unknown if they became asymptomatic. The patient was scheduled for a consult with their surgeon concerning the malposition of their pd catheter but opted to transition to hemodialysis (hd) for renal replacement therapy through an existing arteriovenous access prior to consultation. It was reported the patient had pd catheter issues (unrelated to cycler use) since starting pd and decided in-center hd therapy was a better choice for them. It was confirmed, though the exact cause of these events remains unknown, the patient¿s peritonitis, the malposition of their pd catheter and the associated ed visit were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis following these events with no plan to return to pd therapy.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.